Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was discovered that the unit's gearbox rotates in both directions.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. The gearbox was disassembled and it as noticed that the shafts have worn out. Enhancements were made to the strength of the shaft material. The gearbox was repaired and returned. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.